Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed that the helix/lobe was distorted/bent.

Event description:
It was reported during implant that the lead was attempted but not used due to doslodgement, positioning difficulties and a non-extending helix. No patient complications have been reported as a result of this event.